Manufacturer narrative:
Findings: intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, missing end cap sticker. No frozen screen noted during our testing. No unexpected battery out limit. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose was 290 mg/dl. The customer stated that the device is completely blank. The customer reported an alarm occurred after the buttons stop responding. After the troubleshooting was done, customer was advised that the device would be replaced. The customer was advised to revert to a backup plan until replacement arrive.